Event description:
It was reported that a vns pt had made a suicide gesture or attempt. The physician indicated there was no relationship between the pt's medications and the suicide gesture but a possible relationship to the pt's mental disorder. At the next office visit two months later, there had been no more suicide attempts. At the last office visit, there had been mild thoughts of suicide. Good faith attempts to obtain additional info have been unsuccessful to date.